Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose. Customer declined troubleshooting with tandem technical support. Multiple attempts were made to follow up with the customer; however, all were unsuccessful.